Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause was determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The reporter¿s meter was requested for return. This investigation is ongoing.

Event description:
The initial reporter had an issue with the meter display being faint and dim on coaguchek xs meter serial number (B)(4). The reporter stated they could only see horizontal segments of the 88.8 in the result field while performing a display check. The reporter stated the qc check was very dim as well. There were no allegations of misinterpreted results.